Manufacturer narrative:
The insulin pump alarmed button error after it boot up and it had intermittent button response on the act button due to corroded keypad traces noted. The device had minor scratches on the lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. His blood glucose was 158 mg/dl. The device was in his pocket and wasn't operating the device when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.